Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient reported that the device read 140 but the fingerstick value was 229.patient did not report any injuries at the time of contact with dexcom technical support.